Manufacturer narrative:
The reported complaint of the device being unable to be found by the programmer was not confirmed. Based on the provided information, magnet placements were seen, which should have moved the device to fast advertising. No bluetooth reset was seen from the magnet placements either. Further investigation could not be performed with the available information.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.